Event description:
It was reported that after a couple of inflations, the balloon was noticed to be leaked. Another device was used to complete the procedure. There was no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request.